Manufacturer narrative:
H.6. Investigation: 1 sample was returned for investigation. An investigation was performed. Samples were connected to a bd syringe and attempted to flush water through the set. Sample would allow fluid to be pulled through the smartsite. The customer complaint that the smartsite extension set could not obtain blood return was not verified. A device history record review for model 20039e lot number 20076799 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20076799 regarding item #20039e. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the smallbore 6 inch ext vlv would not give blood return during use. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "had a smartsite extension set fail when I placed IV. Could not get blood return switched to a new one and was able to obtain blood return easily."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # 5097540. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv would not give blood return during use. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "had a smartsite extension set fail when I placed IV. Could not get blood return switched to a new one and was able to obtain blood return easily."